Event description:
It was reported that the compressor turned to stand-by mode and generated high temperature alarm during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A user reported that the compressor did occasionally go into standby mode and also triggered high temp 2 alarm during pre-use check. A field service engineer concluded that the standby valve and the thermoelectric cooler had issues and replaced them. After replacing the parts, no more alarms were triggered. The faulty parts that were replaced were sent in for further investigation. Simulated use testing of the received the thermoelectric cooler could not reproduced the described customer issue and was found working as expected. The standby valve could reproduce the compressor to alternate to and from standby. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Generation of a high temperature alarm has not been reproduced. If the reported failure happens during ventilation, the consequence would be in worst case stop of ventilation. If oxygen gas is connected to the ventilator, the consequence would be a high o2 concentration to patient. Both conditions will trigger the connected ventilator and compressor to generate alarms. The cause of that the compressor occasionally go into standby mode is a leakage in the valve piston resulting in wrong pressure measurement in the compressor.